Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button was not functional. The cause of the non-functional response button is a damaged trace. The root cause of the corroded contacts is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.